Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 585 mg/dl. The troubleshooting was performed. The customer does not have back up plan available. The customer was treated with insulin pump. The troubleshooting was performed. The customer will need call back when tubing clamp received to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.